Event description:
Abdominal abscess. A 27 yr old female pt with a history of gardner's syndrome, turner's syndrome, ileo-low rectal anastomosis and asthma. The ileostomy closure occurred on july 7, 1999 utilizing 1 sheet of seprafilm (lot no. 296232). The pt was discharged on july 11, 1999 and keflex was completed on july 12, 1999. The pt reported fever of up to 102.2 since 7/16/99. On 7/19/99 the pt was readmitted and started on gentamycin; 470 mg IV every 24 hrs, ampicillin, 1g IV every 8 hrs and flagyl, 500 mg by mouth as required. Ampicillin was increased to 2 IV's every 8 hrs. The pt underwent ultrasonography guided purulent drainage on 7/20/99 with 32cc of fluid removed. Upon culture sensitivity report that pt was switched from ampicillin/gentamycin/flagyl to levofloxacin every 12 hrs on 7/21/99. On 7/22/99 the pt was switched to levolox, 500 mg by mouth every day. The pt was afebrile since 7/21/99 and eating by mouth well. The pt was discharged to home with visiting nurse on 7/23/99 for dressing changes every day and levofloxacin, 500 mg by mouth for 7 days. The physician reported the event as possibly related to seprafilm. Abdominal abscess - serious; labeled - domestic; possibly related. Admit to surgery.